Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, it was determined that drawer 6 failed and there were no lights on interface board. A field service engineer (fse) replaced board, secured connections and tightened hard stop to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer main 6 had failed and was not detected on the bus. The drawer and all pockets in the drawer had failed. The device was rebooted twice, and it was confirmed that the bus cable was plugged in. The rear drawer circuit board was receiving power. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.